Manufacturer narrative:
Citation: so c et al. Red cell shearing between transcatheter heart valves? Acute hemolysis after emergency tavr-in-tavr. 2020 structural heart. Pp. 1¿2. Doi: 10.1080/24748706.2020.1755919. Published online: 08 jul 2020. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding a (B)(6)-year-old male patient with end-stage renal failure on hemodialysis who underwent transcatheter aortic valve replacement (tavr) with a 29 mm medtronic evolut r (serial number not provided). After tavr, the patient was placed on a six-month regimen of dual-antiplatelet therapy followed by aspirin monotherapy. One year and nine months following valve implant, the patient presented with refractory cardiogenic shock. An echocardiogram showed severe left ventricular dysfunction (ejection fraction of 25%) and aortic stenosis. Catheterization revealed normal coronary arteries but critical aortic stenosis. The cause was thought to be frozen left and right coronary leaflets. It was also thought that the early degeneration of the evolut r may have been related to thrombosis and/or calcific degeneration in the setting of renal failure. Subsequently, a non-medtronic heart pump was inserted as a bridge to definitive treatment. The following day a 29 mm medtronic evolut pro (serial number not provided) was implanted valve-in-valve in the evolut r. Afterward, a gradient of 14/5 mmhg and trivial paravalvular leak (pvl) was noted. One day following valve-in-valve implant, the patient developed acute hemolysis requiring transfusion. An echocardiogram exhibited mild pvl and mean transaortic gradient of 18 mmhg. Repeat catheterization revealed an increased transaortic gradient of 40/26 mmhg and fluoroscopy noted a gap between the evolut pro and evolut r valves. The physician/author stated the observed gap between the two valves was a consequence of implanting the evolut pro in the degenerated evolut r, which caused ¿early recoil¿ of the evolut pro resulting in hemolysis and an elevated transaortic gradient. A balloon aortic valvuloplasty (bav) was performed with a 24 mm non-medtronic balloon which improved the apposition between the two valves and eliminated the elevated transaortic gradient. In addition, the hemolysis resolved after the bav. The one-month follow-up echocardiogram showed a gradient of 5 mmhg and trivial pvl. No additional adverse patient effects or product performance issues were reported.